Event description:
The customer contacted beckman coulter inc. (Bec) to report the uninterrupted power supply (ups) where the lh750 was connected to caught on fire; however, no power surges were reported. Smoke and fire damage was limited to the ups only. No other damage was done. No injury, death, change in patient treatment, or medical attention was sought or reported by any employee in association with this event. The fire department was called to the scene. On (B)(4) 2011, a bec field service engineer (fse) found the 250v 1/16 amp fuse blown in the lh power supply and repaired instrument (replaced fuse) and verified instrument performance per established procedures. The results met published performance specifications. System validation documented in customer qc record. The ups failure caused the lh750 fuse to blow. The ups was not available for evaluation as it was discarded.

Manufacturer narrative:
(B)(4).